Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and the product lid stock for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have two kinks towards the distal end of the body. The distal j-bend was deformed but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire body were located at 8 and 34mm from the distal tip. The guide wire body outer diameter and overall length were measured and found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire, catheter and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire has two kinks in the guide wire body 8 and 34mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the spring wire guide kinked during insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide kinked during insertion.